Manufacturer narrative:
Motion sensor test failure alarm during rewind due to out of phase motor encoder signal. No motor error alarms noted. Unable to perform displacement test due to motion sensor test failure alarms. Missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.